Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced abdominal pain (seriousness criterion intervention required), arthralgia ("hip pains") and urinary tract infection ("recurrent urinary infections"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to abdominal pain, arthralgia or urinary tract infection. The reporter commented: two removed essure complaint samples (two implants) were received. Lot number was unknown. Case was also reported to health authority. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist, and describes the occurrence of abdominal pain ('abdominal pain'). In an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required), arthralgia ("hip pains") and urinary tract infection ("recurrent urinary infections"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, arthralgia and urinary tract infection outcome was unknown. The reporter provided, no causality assessment for abdominal pain, arthralgia and urinary tract infection with essure. The reporter commented: two removed essure complaint samples (two implants) were received. Lot number was unknown. Case was also reported to health authority. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-jul-2022, quality safety evaluation of product technical complaint. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.